Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # 686a68. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload, however, the knife did not return to its home position and it was noted that the reverse switch does not return the knife to the home position unless the shrouds were pressed. As a result of this test, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Is possible that the pressure of the shrouds over the button reverse was causing the button to not function as intended, as it was noted that after the shrouds were removed the button functioned as intended. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device lot/batch number, x95f3c, and no non-conformances were identified.